Manufacturer narrative:
Evaluation of the returned sample could not confirm the reported condition, no abnormal noise was found. During functional testing , it was found that the inner cannula would not rotate which would not allow samples to be acquired. It is unknown if the inner cannula failure would have any relationship to the reported condition and/or event of the fluid leakage. A root cause is indeterminable at this time, hologic will continue to monitor and trend for safety.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy "after the 5th specimen the probe began to make a gurgling noise while acquiring a specimen. Tissue splattered from the probe onto the radiologist." No harm reported. Additional information received noted that "the tissue splatter hit the radiologist on her cheek. The radiologist did not need a medical evaluation."